Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. The depot repair service technician discovered a rebooting issue related to the on/off switch, which was replaced, and the unit was returned back to service.

Event description:
During depot repair, the ge healthcare technician found the on/off switch reboot issue. There was no reported patient involvement.